Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited noise due to oversensing on the ventricular channel. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported. No further information could be obtained.